Event description:
It was reported the left ventricular lead failed to capture at max output. A chest x-ray was completed to confirm lead dislodgement. The lead was explanted and replaced without issue. The patient was stable.